Event description:
The report stated that during a thyroidectomy, the blue nylon insulation melted and stuck to the pt's tissue. It was reported that there was no injury to the pt.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.